Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
Please note that the following sections were inadvertently missed on the follow-up # 01 MFR report and are being updated on this follow-up # 02 MFR report: 3005168196-2021-01242: 1. Section h. Box 6. Method, results, and conclusions codes. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a renal bleed using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician lost access to the target vessel and decided resheath the ruby coil lp; however, the ruby coil could not be retracted back into its introducer sheath. Therefore, it was removed. The procedure was completed a new ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.